Event description:
The customer reported that the last nibp (non-invasive blood pressure) from previous case remains on the boom monitor. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the last nibp (non-invasive blood pressure) from previous case remains on the boom monitor. Patient involvement is currently unknown.

Manufacturer narrative:
Reference manufacturers report number 105786-2020-00003 submitted for correction of registration number.